Manufacturer narrative:
The referenced patient cable was reported under medwatch MFR report# 2916596-2018-00454. (B)(4). Approximate age of device ¿ 1 day. (Calculated from the date when the device was manufactured). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the investigation of a patient cable, the product performance engineer noted that several incidents of a loss of power were recorded in the submitted system controller log file. These incidents of loss of power occurred on (B)(6) 2018 while the lvad system was connected to a mobile power unit, and some of these events resulted in a no external power alarm. The data recorded in the log file indicated that system controller¿s 11 volt lithium-ion backup battery powered the system during these events and there was no interruption in pump support.

Manufacturer narrative:
The reported event of a no external power alarm was confirmed based on the information recorded in the submitted system controller log file. The mobile power unit (mpu) was not returned for evaluation and remained in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.